Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to paradym rf crt models approved under (B)(4). Analysis is pending.

Event description:
Reportedly, at the end of the implantation procedure performed on (B)(6) 2013, the programmer had frozen at the end of the atrial pacing threshold test. The programmer had to be shut down and restarted. An explanation is required.